Event description:
Customer reported "art extension set cracked when new tubing was screwed on" no additional information provided.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
The customer¿s report that the extension set cracked when new tubing was screwed on was confirmed. Visual inspection observed a .375¿ long crack in the female luer. During priming leaking was observed from the crack in the female luer. The root cause that the extension set cracked when new tubing was screwed on was not identified.